Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in august 2018. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(6) capture the reportable event of pleural effusion. Imdrf impact codes f19 capture the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement on an unknown date. After spaceoar placement the patient experienced pain, inflammation, edema, a recto-urethra fistula, a gastrointestinal ulcer, infection, and sepsis. The patient's perineum presented with gangrene which required colostomy, surgical dissection of the perineum, and amputation of the testicle. The patient was admitted to the hospital beyond the standard of care and was reported to have been discharged. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).